Event description:
Patient was treated in 2005. During treatment, patient developed 1st degree burn on upper lip, lower cheek left side. The burn is resolving, but hyper pigmentation remains. Patient received 3 nd: yag laser treatments.

Manufacturer narrative:
The handpiece and the rf generator that was used on the patient were returned for investigation. The handpiece and the rf generator were noted to be working properly and within expected range of results. A review of all records including the device history record has been conducted for the manufacturers' equipment in use at the physician's office. All devices were manufactured per the dmr, passed acceptance tests and no anomalies were found that would account for this event.